Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the loop recorder had intermittent undersensing episodes resulted in inappropriate pause episodes due to possible loss of contact. No intervention has been performed. The patient would continue to be monitored.